Manufacturer narrative:
(B)(4). Please disregard the MDR regulatory awareness under MFR (), as it was reported in error. The correct MDR regulatory awareness should be 12-27-2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction- additional information. H2: type of follow up- correction- additional information. H6 codes: - correction- additional information.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.